Manufacturer narrative:
This investigation is a clinical investigation only. Return of product not requested as evaluation of device after use not relevant to reported event. The device was used according to labeled indication and in the appropriate environment. Temporal relationship of the event and prosorba might suggest a contributory relationship because, the pt would not have had this central line if he had not been undergoing prosorba treatment.

Event description:
Pt hospitalized after 8th prosorba treatment with fever, nausea and vomiting. Cvc removed, IV antibiotics given. Pt discharged.